Manufacturer narrative:
Updated block: d9. The field service representative (fsr) replaced the small display assembly. Release/verification testing was performed successfully. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
Per fsr, the roller pump powered on successfully but he noted that some of the pixels were not lighting up in the display. He replaced all pm required parts and completed verification/release testing successfully. The fsr provided a quote for the repair on the roller pump and the user facility will determine if further action is needed.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump powered on but the display was intermittent. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed there to be missing pixels on the roller pumps display. He determined that the small graphics display board was malfunctioning causing the missing pixels in the display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.